Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose and that the blood glucose had been running high since (B)(6). The blood glucose reading at the time of hospitalization was 600 mg/dl. The customer was off of the insulin pump for 2 days prior to the event and was hospitalized for 4 days. The drive support cap was sticking out. The customer was unsure of how the damage occurred but had not pressed on the cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.